Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 medical device problem code: detachment of device or device component code is being retracted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that noticed to be broken prior to surgery. Was not used. Metal screw cap came apart from poly trial. No surgical delay.